Manufacturer narrative:
Initial MDR (B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusions set fell off during use. Patient replaced infusion set and resumed insulin successfully. No further information was available.